Event description:
The hcp reported the patient had an intrathecal pump and was receiving baclofen 3000mcg/ml at a daily dose of 144 mcg. The patient needed a lower dose and this was not possible with that concentration. The patient had been experiencing limp, slack, and relaxed legs. "In order to have a higher tonus in the legs, the decision was made to lower the daily dose of baclofen." The baclofen concentration was changed to 1500mcg/ml with a daily dose of 129.9mcg. A bridge bolus was programmed. "After updating the pump, the patient died after two minutes." Reviewed programming strips and there were no errors in programming the bridge bolus or simple continuous dose. Subsequent information reported the patient experienced "sudden death, 3 minutes after programming a bridge bolus for baclofen 1500mcg/ml." It was reported an autopsy was done, however, received additional information that information regarding autopsy is not available to a third party. Same as manufacturer's report #: 2182207200601730.

Manufacturer narrative:
Final device analysis reveals catheter cut. H.6. - results: used for catheter.